Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during step 9 of their pd treatment. The patient reported receiving an air detected in cassette alarm and a drain complication encountered alarm during drain 1 of 4 of treatment. The patient stated air bubbles were found in the patient line. The patient also reported they heard a whistling noise during drain 1 of 4 of their treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid was discovered in the pump module area and on the external of the cassette. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information was requested, however, to date has not been provided.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: a sample with original package was returned to the manufacturer, a physical evaluation was performed. During the disinfection of the complaint sample, the alleged failure mode was confirmed; a leak was found in the cassette film. During the visual inspection with the microscope a hole in the film was found, the cause of the hole in the film could not be established. However, this kind of damage could be caused due to an incorrect handling of the product either during the manufacturing process or treatment set up. In the liberty select cycler user¿s guide of the product, there are indications for the patient to avoid this kind of damage: ¿caution: use caution when touching the cassette film to prevent damage.¿ in addition, there are indications in the instruction for use of the liberty cycler set and, in the liberty, select cycler user¿s guide to do not use the product if there is a damage found in the cassette, ¿inspect cycler set tubing and cassette film for damage.¿ liberty select cycler user¿s guide: ¿warning: do not use damaged cassettes for your treatment. Damaged cassettes can lead to leaks, contamination, and infection.¿ a batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during step 9 of their pd treatment. The patient reported receiving an air detected in cassette alarm and a drain complication encountered alarm during drain 1 of 4 of treatment. The patient stated air bubbles were found in the patient line. The patient also reported they heard a whistling noise during drain 1 of 4 of their treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid was discovered in the pump module area and on the external of the cassette. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information was requested, however, to date has not been provided.